Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to infection. A 13mm pocket was noted, the site was cleaned and laser bacterial reduction (lbr) done.

Event description:
It was reported that the implant was removed due to infection. A 13mm pocket was noted, the site was cleaned and laser bacterial reduction (lbr) done.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2023-01806 was reported in error. Please disregard this submission. No further reports will be submitted for this event.